Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-02282. It was reported the patient underwent a surgery to electively explant and replace the ipg on (B)(6) 2016. During the procedure, the doctor accidently cut the leads. As a result, the leads were explanted and replaced. The issue was resolved.